Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR #(B)(4).

Event description:
It was reported the superpulsed laser system was broken and the fiber optic burnt up. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 22 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was not confirmed, nor reproduced. The issue was most likely to do with the fiber being used by the user. In the instructions for use, pn0014679_af page. 3, states that: "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius; doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired." Olympus will continue to monitor field performance for this device.